Manufacturer narrative:
Button error alarm due to corroded keypad traces. Pump received with missing segments due to cracked lcd zebra connector. Pump had cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 149 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.